Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during an unk procedure, the tip of the pt2 guidewire separated and remains in the pt. The lesions being treated were in the mid and proximal right coronary artery (rca). Following advancement of luge tip guidewire, the pt2 moderate support guidewire, the pt graphix guidewire and the other manufacturer's guidewire into the mid rca, the other manufacturer's balloon was used for predilation of the mid rca to 13 atms for 17 seconds. Then, the taxus express2 3.0 x 20mm stent was deployed at 14 atms for 14 seconds. The pt was complaining of chest pain during this process. Then, in the proximal rca, a taxus express2 3.0 x 8 was deployed at 18 atms for five seconds. It was reported tht while "torquing" the pt2 guidewire, the tip separated and remains in the distal artery. The procedure was ended at that time due to the inability to advance other guidewires. Initial stenosis in the mid rca was 70% with residual stenosis at 1%. Initial stenosis in the prox rca was 80% with residual stenosis at 1%. The procedure was reported as "successful" with no further pt complications reported. Pt status was reported as 'fine.'